Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that an impella 5.5 pump experienced bleeding, suction event and hemolysis during patient support. The patient received fluids as suction was noted. Additionally, the patient experienced ventricular tachycardia and was shocked. It was noted that the patient had significant bleeding from the nose and mouth with an unknown cause. Anticoagulation was paused. The patient was positive for heparin induced thrombocytopenia and continued continuous renal replacement therapy. There was a report of pink-tinged urine. There was no foley available, so the team was unable to evaluate.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Epistaxis/thrombocytopenia: the cause of the injury was not determined due to insufficient clinical details. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Major bleed: the cause of the bleeding was not determined as it occurred at a non-impella site, and no physical product was returned. Pump suction: data log review confirms suction occurring at the time which it was reported. At this time, placement signal is trending down. There were no other abnormalities in the data logs noted at this time, a suction did not occur for the remainder of the case, indicating that administering fluid resolved the issue. The cause of the suction was most likely related to the patients condition, as placement signal was trending down at the time of suction, and it resolved after administering fluid, indicated that the patient likely had volume issues. Device history lot: device lot number: 1951097. Device history batch: subcomponent lot: n/a. Device history review: pump sn (B)(6) passed all post sterile inspection criteria.

Manufacturer narrative:
Corrections: e4, g4, h6.